Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device powers on, presents the philips logo flash screen, and then the display flashes intermittently every 3 seconds. There was no reported patient involvement.